Manufacturer narrative:
Patient identifier; the patient identifier is unknown. Event description; it was reported that a spectrum pump constantly displayed the downstream occlusion message. There was no known patient injury or medical intervention associated with this event. No additional information is available. (B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by an elevated force sensor current reading. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm in biomedical service. There was no patient involvement associated with this event. No additional information is available.